Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular lead was referred to device follow up post eye surgery. This right ventricular lead had exhibited no capture, intermittent sensing, and impedances greater than 2,500 ohms in both unipolar and bipolar configuration. Upon review of the device memory, the impedances had been out of range since (B)(6) 2010. The outputs were decreased and the patient was to be monitored closely. No adverse patient effects were reported.